Manufacturer narrative:
(B)(4).

Event description:
A suspected withdrawal was reported. The pt was refilled on (B)(6) 2011 with no problems; however, the next day, the pt became uncomfortable and was crying. She later became irritable, was shivering, and had a fever. She was given oxycontin. Pt was admitted to ICU (date unk) and started on a versa drip. Her lab tests indicated a creatine kinase (ck) at 1200 on (B)(6) 2011 which had increased to 4757 on (B)(6) 2011. About 0.3ml of drug was infused via the system in the time elapsed. Imaging found no problems. Other medical issues were unk. The drugs infused via the pump were dilaudid, clonidine and compounded baclofen. Additional info has been requested, but was not available as of the date of this report.